Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for pacemaker implant procedure. After the procedure, at check before being discharged, the patient was experiencing shortness of breath, heaviness in chest, and low blood pressure. Upon an echocardiogram a pericardial effusion was noted. The physician elected to reposition the right ventricular lead and drain the fluid with the pericardial window. The patient was in stable condition after the procedure.